Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. Approximately seventeen and one-half months after the index procedure, coronary angiography was done in follow-up. A 90% restenosis was observed at the ostium of the right coronary artery (ostial/proximal rca), a 75% restenosis of the mid rca, and a 75% stenosis of the proximal/mid left anterior descending (lad) coronary artery. This is the second adverse event (ae#2) of restenosis for this patient. The patient had three (3) cypher stents implanted in the proximal/mid rca during the index procedure: a 2.5x18mm (stent#1) in the distal portion of the mid rca, a 3.0x28mm stent (stent#2) overlapping the proximal end of the first stent, and a 3.5x23mm stent (stent#3) overlapping the proximal portion of the second stent. The 75% stenosis in the proximal/mid lad was an in stent restenosis (isr) of a competitors bare metal stent (bms) and no procedural details were available. The restenosis of the proximal/mid lad was treated with a cypher 3.0x28mm stent (stent#4). The restenosis of the proximal rca was treated with a 3.0x10mm cutting balloon and implantation of an additional 3.5x13mm cypher stent (stent#5). The residual stenosis was 0%. The restenosis of the mid rca was treated with a 3.0x 10mm cutting balloon. The residual stenosis was 25%. The restenosis in the distal rca was treated with a 3.0 x 10mm cutting balloon. The residual stenosis was 25%. The patient was discharged two (2) days after the intervention. The physician's comment regarding restenosis was that it could have happened with any bms so it is nothing unusual with cypher.

Manufacturer narrative:
The index procedure was an elective case done by the femoral approach. The target lesion was the proximal/mid rca. The lesion was reported to be: and isr of two unknown bms, concentric, diffusely diseased, ostial, a chronic total occlusion (cto), 2.09 vessel diameter, length unknown, and type c. The lesion was pre-dilated with a 2.5 x 30mm balloon at 20atm/duration unknown. A cypher 2.5 x 18mm stent (stent #1) was implanted at 15atm for 31-60 sec at the end of the mid rca which was a de novo lesion. An additional cypher 3.0 x 28mm stent (stent#2) was implanted at 22atm for 31-60 sec in overlapping fashion with the proximal segment of the first stent. Another cypher 3.5 x 23mm stent (stent #3) was implanted at 22atm for 31-60 sec in overlapping fashion with the proximal segment of the second stent. The stents were not post-dilated. Ivus was not done. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 5%. Ae#1: approximately eight and one-half (8 1/2) months after the index procedure, coronary angiography was done and restenosis was observed in the 2nd and 3rd cypher stents implanted during the index procedure. A 90% lesion was observed in the cypher 3.5 x 23mm stent (stent#3) implanted in the proximal rca and a 50% lesion in the cypher 3.0 x 28mm stent (stent#2) implanted in the mid rca. The restenosis was treated by balloon angioplasty using a 3.5 x 15mm balloon at 24atm in the cypher 3.5 x 23mm stent (stent#3) and at 22atm for 60 sec in the cypher 3.0 x 28mm stent (stent#2). The residual stenosis was 0%. The patient was reported to be stable post-procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. The clinical impression has been amended to reflect new or corrected information. A male with a history of previous mi, previous pci, hyperlipidemia, smoking and meniere's disease experienced a restenosis eight and a half months post cypher stent implantations. The reason for the patient's initial admission was not reported; but an elective angiogram revealed a lesion in his proximal to mid rca. This patient's history puts him at increased risk for mace. Pre and intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The lesion was described as an isr of two previously implanted bms, type c, a cto, 2.09mm in diameter, concentric, diffusely diseased and located in an ostium. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 15atm. This was followed by the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 22atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Lastly, a 3.50x23mm cypher stent was implanted at a maximum inflation pressure of 22atm. The three stents were implanted from the distal to the proximal aspect of the vessel and in overlapping fashion. According to the IFU, the use of more than two cypher stents has not been clinically studied. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 5%. The patient appears to have been discharged on medications that included asa and ticlid. Eight and a half months after the index procedure, the patient underwent a repeat angiogram that revealed isr of the 3.50 x 23mm and the 3.00 x 28mm cypher stents. These two stents were treated with ptca. The patient was later discharged in stable condition. Nineteen months after the index procedure, a repeat angiogram revealed restenosis in the ostium of the proximal to distal rca and new stenosis in the proximal to mid lad. The proximal rca was treated with cutting balloon prior to the placement of a 3.50 x 13mm cypher stent for a residual stenosis of 0%. The mid rca was then treated with cutting balloon for a residual stenosis of 25%. Lastly the distal rca was also treated with cutting balloon for a residual stenosis of 25%. The proximal to mid lad was described as an isr of a non-cordis bms. This was treated with the placement of a 3.00 x 28mm cypher stent for a residual stenosis of 0%. The patient was discharged from the hospital in stable condition. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the procedural physician, this event could have occurred with any bms. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. There is no clear indication that these events were design or manufacturing related. This is one of three products used during the same procedure. Please reference MFR. Report #9616099-2006-00445, #9616099-2006-00446, and #9616099-2007-01036. Please note that this is the initial/final report for this product.